Event description:
It was reported the patient¿s "leads had broken too often" and "over the last ten years where the leads had even moved, broken, whatnot."

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).